Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an error code related to the oxygen blending board was observed in the device downloaded error log. The device's oxygen blending board was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred on a ventilator. There was no patient harm or injury reported.